Event description:
It was reported that stent damage post deployment occurred; and the stent was explanted. The target lesion located in the coronary artery. Following pre-dilatation, a 2.75 x 16 synergy stent was advanced and implanted in a previously planned location. A 2.5 x 38mm synergy stent was then advanced for treatment. However, the device was unable to progress through the target lesion and the rods became stuck to the previously implanted stent. During an attempt to remove the second stent, both stents were removed. It was noticed that the struts of the 2.5 x 38mm synergy stent were totally damaged, and the implanted stent had no structure. The devices were removed and two 2.5 x 20 mm emerge balloon catheters were used to correct the damaged region. The procedure was successfully completed with implantation of another three synergy stents. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The synergy ous mr 2.75 x 16mm stent delivery system (sds) was returned for analysis. The stent was detached from the sds (stent delivery system). The stent was found to be damaged along its entire length with struts squashed and stretched. The balloon material were reviewed, and no issues were noted. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage post deployment occurred; and the stent was explanted. The target lesion located in the coronary artery. Following pre-dilatation, a 2.75 x 16 synergy stent was advanced and implanted in a previously planned location. A 2.5 x 38mm synergy stent was then advanced for treatment. However, the device was unable to progress through the target lesion and the rods became stuck to the previously implanted stent. During an attempt to remove the second stent, both stents were removed. It was noticed that the struts of the 2.5 x 38mm synergy stent were totally damaged, and the implanted stent had no structure. The devices were removed and two 2.5 x 20 mm emerge balloon catheters were used to correct the damaged region. The procedure was successfully completed with implantation of another three synergy stents. No patient complications were reported and the patient status was stable.